Event description:
It was reported that when using the bd pyxis¿ anesthesia station es health sight viewer displayed the medication as out of stock, although it was still available. User had checked the medication inventory in the server, it said there were 4, but it was not printing on any of the pick or delivery reports. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had medication shown on health sight viewer but was not stocked out. A technical support specialist (tss) found the issue with this bogus stockout is the location where the meds are located in the mini drawer. The system expects only the first 4 pockets to be used since the maximum is 4. However, the pockets 5 to 8 are the ones with the meds. To fix the issue, the tss advised the customer that the maximum quantity needed to be increased to 12 and that medications should be loaded in pockets 5 to 8 instead of 1 to 4. The system functioned as intended after the technical support specialist investigated the device.